Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Temperatures are recorded outside the recommended minimum stand by temperature. The device failed multiple self-tests due to a low battery between the (B)(6) 2015 and the (B)(6) 2016. Investigation was unable to replicate or find conclusive evidence of the reported fault. There were no ten minute manual power ups recorded, it is assumed the customer returned the device in response to field safety corrective action. The self-test fails may be due to the pad-pak not being properly seated within the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.